Event description:
Reported a twist clamp dislodged when a patient manipulated the transfer set during exchange. The transfer set was in place for 10 days. A sample is available. No patient injury was reported.